Event description:
It was reported that: "during a tavr procedure, micropuncture and ultrasound were utilised to gain access in the right common femoral artery. Vessel size was 7mm with moderate medial calcification and no reported tortuosity. Measureed depth for the manta was 5+1cm. After closure with manta, they had pulsatile flow and had to hold pressure for over an hour. After sending the patient to recovery with femstop, they ended up having to send the patient to vascular surgery the next morninig as it appeared the device deployed in the vessel/arteriotomy site. Patient was reported as ok after surgery."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. The details of complaint were reviewed. Additional information noted that the access site was the right common femoral artery with moderate calcification. Measured depth was 5+1 cm. No issues with the operation of procedural sheaths. Customer could not confirm if the manta was deployed at measured depth but acknowledged it was deployed within the vessel. 6 mm csi balloon along with femstop was employed for haemostasis, however, patient was then transferred for surgery the following morning. Manta was explanted. Patient condition is fine post-surgery. A manta deployed at an incorrect depth could lead to occlusion. Without pictures, videos or confirmation from the customer, it is unknown what could have caused the manta to be deployed within the vessel. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during a tavr procedure, micropuncture and ultrasound were utilised to gain access in the right common femoral artery. Vessel size was 7mm with moderate medial calcification and no reported tortuosity. Measureed depth for the manta was 5+1cm. After closure with manta, they had pulsatile flow and had to hold pressure for over an hour. After sending the patient to recovery with femstop, they ended up having to send the patient to vascular surgery the next morninig as it appeared the device deployed in the vessel/arteriotomy site. Patient was reported as ok after surgery."